Event description:
Boston scientific crm received information that this transvenous right venticular (rv) lead did initially exhibit noise oversensing. Subsequently, a fracture in this lead was identified. The lead was then surgically abandoned. There was no report of adverse patient symptom.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 186 mg/dl (aviva) and 102 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.